Manufacturer narrative:
The products have not yet been received for evaluation at the manufacturer. A follow up report will be filed after they are received and the quality investigation has been completed. Device not yet received by manufacturer.

Event description:
It was reported that two tps handswitches were removed from their packaging and found to have safety switches switched from safe to run nearly spontaneously. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that two tps handswitches were removed from their packaging and found to have safety switches switched from safe to run nearly spontaneously. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The manufacturer sales representative confirmed that upon follow-up inspection at the user facility it was determined the user did not lock the device properly, therefore, there was no device malfunction and the facility has elected to not return it for evaluation.